Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They had dissected the tissue in the tunnel and was just starting to cauterize the branches when they heard beeping and looked at the hp cautery tip and it was not turning off and saw some smoke. She immediately unconnected the cord and removed the cannula and hp device from the tunnel. There was no patient affect or harm done to the conduit. They opened up a new kit and finished taking the vein with no issues or adverse affects. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They had dissected the tissue in the tunnel and was just starting to cauterize the branches when they heard beeping and looked at the hp cautery tip and it was not turning off and saw some smoke. She immediately unconnected the cord and removed the cannula and hp device from the tunnel. There was no patient affect or harm done to the conduit. They opened up a new kit and finished taking the vein with no issues or adverse affects. The hospital did not report any patient effects.